Event description:
A report was received that states that the inflation line detached from the tracheostomy tube after 2 weeks in situ. There was no report of incident related medical sequelae. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.